Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosis in the proximal left anterior descending (lad) coronary artery. The patient presented with st-elevation myocardial infarction (stemi). A 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation of the deployed xience stent. There were no issues noted during prep (air aspiration), but the balloon was not soaked in saline prior to use. The bdc was advanced with no resistance and inflated to 18 atmospheres (atm) to post-dilate the distal portion of the stent. The bdc was deflated and moved back to the proximal portion of the stent. The balloon was inflated to 20 atm and ruptured. Resistance was felt during removal of the bdc from the anatomy and it was observed that a portion of the balloon had detached and was still in the anatomy. There was no flow past the separated portion. An unspecified stent implant was used to embed the separated portion of the balloon against the vessel wall and achieve flow back to the lad. The procedure was prolonged due to the necessity to embed the separated portion of the balloon against the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported balloon rupture could not be confirmed due to the condition of the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The coronary dilatation catheters, nc trek rx, instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, the IFU states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported balloon rupture. The investigation determined the reported separation and difficulty removing the device from the vessel appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.